Event description:
The pt had an ivc filter placed after developing dvt's prior to discharge from the hospital. The pt died 7 days after discharge from the hospital. The initial results of the post mortem reveals the ivc filter in the right ventricle, causingperforation. The medical examiner reported to the hospital that the pt had a fatal complication of the implantation. The filter caught a very large buden of clot, dislodged the filter, and perforated the right ventricular.